Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's returned paddles and verified the reported issue. It was observed there was molding inside the cavity of the shock switch which impeded the movement of the button making it very difficult to activate the shock button switch. The returned part was archived by stryker. The customer received a replacement paddle.

Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation therapy. This issue is patient related; however there was no adverse event reported.